Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a bradycardic patient presented in the hospital for a lead replacement procedure. During the procedure, it was noted that the lead exhibited high pacing threshold and high sensing threshold. The lead was explanted and replaced with the original lead. The patient was stable during and post procedure.